Event description:
It was reported that, this implantable lead exhibited high pacing impedance out of range. Additionally, the minute ventilation sensor was disabled, and the signal artifact monitor (sam) episodes were recorded. This lead remains in service. No adverse patient effects were reported. Detailed product information was not provided to bsc. A good faith effort to obtain the information was performed. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: no serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Device technical analysis: this device remains in service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: the product family in this complaint is unknown, therefore labeling review was not possible. Investigation conclusion: based on the available information and in the absence of device return, we cannot confirm the root cause of the reported clinical observation. Risk review: the product family in this complaint is unknown, therefore risk review was not possible.

Event description:
It was reported that, this implantable lead exhibited high pacing impedance out of range. Additionally, the minute ventilation sensor was disabled, and the signal artifact monitor (sam) episodes were recorded. This lead remains in service. No adverse patient effects were reported. Detailed product information was not provided to bsc. A good faith effort to obtain the information was performed. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.